Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that during surgery, error fop65541 appeared immediately after startup. The issue was temporarily resolved by restarting. However, after priming, fop65541 reappeared before the surgery began. Another company's unit was then used to complete the procedure, resulting in a 30-minute delay. No report of patient/user harm. However, the procedure was prolonged > 30 minutes due to this event.

Event description:
We were informed that during surgery, error fop65541 appeared immediately after startup. The issue was temporarily resolved by restarting. However, after priming, fop65541 reappeared before the surgery began. Another company's unit was then used to complete the procedure, resulting in a 30-minute delay. No report of patient/user harm. However, the procedure was prolonged > 30 minutes due to this event.

Manufacturer narrative:
The complaint is still under investigation. Preliminary results or conclusions are not yet available. In regard to this event, the product was recently returned for investigation and sent to the supplier for evaluation. Investigation to determine the root cause of the reported event is pending supplier review.

Manufacturer narrative:
The complaint is still under investigation. Preliminary results or conclusions are not yet available. No corrective or preventive actions can be implemented until the investigation has been completed. In regard to this event, the product was sent to the supplier for evaluation. Final conclusions are pending the investigation by the supplier.

Event description:
We were informed that during surgery, error fop65541 appeared immediately after startup. The issue was temporarily resolved by restarting. However, after priming, fop65541 reappeared before the surgery began. Another company's unit was then used to complete the procedure, resulting in a 30-minute delay. No report of patient/user harm. However, the procedure was prolonged > 30 minutes due to this event.

Manufacturer narrative:
In regard to this complaint logfiles were provided for review and a foot pedal was provided for investigation. Review of the logfiles and the investigation of the returned pedal confirmed the occurrence of the reported fop65541 error message, which indicates an undefined horizontal position of the pedal is detected. Visual inspection revealed some damage and defects; but these are all unrelated to the reported issue. During functional testing, it was found that the switch lacked calibration data. After recalibration, the calibration was lost again upon repeated connection and disconnection, suggesting a circuit board defect. Based on the investigation performed, it was determined that this complaint is attributable to a component failure of the printed circuit board (pcb) inside the foot pedal. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (fp-pcb). Since 2022 more than (B)(4) surgeries have been performed with the eva surgical systems installed. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We were informed that during surgery, error fop65541 appeared immediately after startup. The issue was temporarily resolved by restarting. However, after priming, fop65541 reappeared before the surgery began. Another company's unit was then used to complete the procedure, resulting in a 30-minute delay. No report of patient/user harm. However, the procedure was prolonged > 30 minutes due to this event.